Event description:
The maestro medium fixed duraguard was sent for evaluation due to overheating during testing during a routine filed service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted that during failure analysis that debris was found inside of the bearings.